Event description:
It was reported the high flow insufflation unit pneumoperitoneum failed to stabilize and continued to expand. Additionally, no alarm sounded for this issue and it kept expanding. The issue occurred during a therapeutic procedure. The procedure was successfully completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.